Manufacturer narrative:
The following fields have new information: h6 (type of investigation, investigation findings, and investigation conclusions). The flex. Grasp. Forceps 6.6fr wl 550mm, part ID: 8736.685, batch#: 4500352416, was investigated in the responsible department. The investigations revealed that the damaged was beyond the ability to be tested per prtcl 23-0009. The instrument was not able to fit properly in test fixture. Further investigations showed a severe damage to the pull rod and flexible metal tube. These parts were completely locked together. Finally, twelve separate points of damage to pull rod and/or outer tube was found. In this case, improper handling is indicated as damage found to be consistent with significant abuse over a prolonged period. Due to it, the instrument was scrapped. The reported flex. Grasp. Forceps 6.6fr wl 550mm, part ID: 8736.685 is from batch: 4500352416 and it was produced on 20/apr/2022. The batch contains 14 pieces. No anomalies were detected during production. Rw gmbh has a total of 13 similar complaints "jaws will not open" including the current one regarding flex. Grasp. Forceps 6.6fr wl 550mm, part ID: 8736.685 received during the review period from 01/01/2019 to 10/20/2022. In general, the user is advised in the associated instructions for use ga-s004/ en/ us /v3.0 / 2021-11 / pk21-0310 under chapter 8 that a visual and functional check must be carried out before and after each use. Possible functional impairments of the above type can be easily detected by the user if these instructions are followed. In our risk analysis b1-2 rev.05, manufacturing-related, handling-related and design-related hazards, with regard to a functional impairment, as well as risks due to a product that cannot be used, with the corresponding extent of damage and the assumed probability of occurrence, and assessed with an acceptable risk.

Event description:
The manufacturer richard wolf gmbh has issued an advisory notice ((B)(4)/ notification #: (B)(4) ) regarding flex. Grasp. Forceps not functioning properly. The users are having difficulty in opening and closing the graspers. In response to the notice, the customer stated they have 2 forceps that were out of use. The suspect device is flex. Grasp. Forceps 6.6fr wl 550mm, part ID: 8736.685, batch # 4500352416.